Event description:
It was reported one day after surgery, the patient experienced right leg weakness along with post procedural pain. A CT scan was taken and results were negative. The scs system is effective therefore, the patient does not want it removed. The physician believes there may be pressure on the cord due to maneuvering of the lead for proper placement. Physical therapy will be the next course of action for the patient.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.